Manufacturer narrative:
(B)(4).

Event description:
On the day of the index procedure the patient had one resolute integrity drug eluting stent implanted. Approximately 277 days post index the patient suffered a cerebral infarction. The cec adjudicated this event as stroke, ischemia.

Manufacturer narrative:
Patient had the stent implanted in the rca. Cec adjudicated that the event was not related to the study device.

Manufacturer narrative:
Patient was an ex-smoker and had a history of hypertension, hyperlipidemia, previous chf, previous mi and previous CABG. Index procedure was prompted by unstable angina. Investigator indicated that the reported event was not related to the study device.